Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 13395 was returned and analyzed. Visual inspection of the balloon catheter showed there were traces of the blood inside the balloons. Verification of the smart chip file indicated the balloon catheter was used for 33 injections. The balloon catheter failed the performance test due to a #50005 system notice, 'a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection.' Pressure testing revealed a double balloon breach. Further dissection and pressure testing showed the outer and inner balloon had pin holes. In conclusion, the balloon catheter failed the returned product inspection due to a double balloon breach.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.